Event description:
Customer reported that his boluses was not recorded. Customer's blood glucose was 197 mg/dl. The customer stated he had given himself 6 units of insulin but his record showed only 4 units. The customer also stated several other boluses were not recorded. The customer was assisted with viewing his recorded boluses. No additional information provided.

Manufacturer narrative:
Insulin pump programmed with correct time and date. Insulin pump was monitored for 3 days. Several boluses were programmed. Insulin pump delivered properly all programmed bolus. All bolus were properly recorded at the bolus history and daily totals history screens. No bolus or bolus history anomalies were noted. Insulin pump received with minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.